Event description:
Iridex received a report there were two patients that had suffered from mydriasis; one suffered from chronic mydriasis and the other long-term mydriasis. The patients developed mydriasis after treatment from a micropulse p3 device with a cyclo g6 laser console.